Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 50 events were reported for this quarter. Product return status 49 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 49 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 49 devices: product not received. 1 device: product disposition is not yet determined. Additional information 50 devices were not labeled for single-use. 50 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 50 events for the failure: overheating of device. - 43 events had problem identified during non-clinical procedure; there was no patient involvement. - 7 events had no health consequences or impact.